Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient believes the implantable cardiac monitor (icm) did not work and it returned no useable information with only static and interference. The patient believes the battery has depleted. A follow up with the patient¿s healthcare provider yielded no information on the status of the device or the condition of the patient. The device remains in use. No further patient complications have been reported as a result of this event.